Event description:
A customer reported an alarm 2 malfunction related to an occlusion issue. There was no adverse impact to the customer's blood glucose level, as it did not exceed 500 mg/dl. The customer was advised by technical support to attempt various corrective actions including disconnecting and adjusting the tubing, which did not resolve the issue. As a result, technical support arranged for a replacement pump with updated software to be sent to the customer. The customer reverted to an alternate method of insulin delivery.